Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on (B)(6) 2021. Flow rate testing confirmed that the flow rate deviation was -1.04%. The flow rate accuracy was within +/- 5% specification. The reported flow rate issue was not confirmed.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "that pump (B)(4) did not administer the right amount of medicine." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.